Manufacturer narrative:
The following is a supplemental report to the original MDR submitted previously. Additional information regarding the event is provided herein. The root cause for inaccurate inclination and version angles is a miscaptured superior patient landmark. The superior patient landmark was captured anteriorly distant from the location that was indicated on the CT landmark, this led to retroverted version error. This impacted the surface registration pattern by rotating the points anteriorly, which resulted in mapped registration points on the acetabular fossa, causing inclination error. There was one failed verification sphere and another uncaptured sphere along the superior-anterior rim where failed registration surface points were observed. The data shows the rio operated as expected. No system defect or malfunction is suspected.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The issue has not been confirmed at this time. The evaluation is ongoing, and a supplemental report will be filed when results are obtained.

Event description:
The surgeon performed a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst/tfs total hip cup implant. The surgeon inserted the reamer in the acetabulum and decided that what the rip was showing him was not the correct placement. The makoplasty specialist assisted the surgeon in troubleshooting which consisted of using probes to verify the check points. Both the pelvic and base array check points passed. The surgeon decided to ream manually and the case outcome was successful.